Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient stumbled but did not fall and now their healthcare provider (hcp) wants them to have their ins checked as it may be ¿out of whack.¿ the patient called their surgeon¿s office and was redirected to their manufacturer representative. They were not able to reach their manufacturer representative on the phone because the number was out of service. No symptoms or complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.